Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 3000 ml eva tpn bag leaked at the shoulder weld. This occurred prior to patient use. There was no patient involvement. No additional information is available.